Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The device remains implanted; therefore, not available for evaluation. The event investigation is currently underway.

Event description:
It was reported that an ivc filter had been deployed in the suprarenal location as the patient presented with clots below the renals. Reportedly, there were no difficulties encountered during advancement or deployment of the filter. The following day, upon review of the images, the physician noted that two of the filter legs were crossed. There was no reported intervention and the filter remains implanted. There was no report of injury to the patient and the patient is asymptomatic.